Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon of a 5-minute delay of the procedure, which was pointed out, occurred due to the occurrence of the phenomenon of flickering image is difficult to see, and the scope was replaced with another device. The root cause could not be identified. Additionally, the phenomenon of the flickering and the image is difficult to see may be caused by the following explanation in the case of noise on the endoscopic image (inside the mask) in the service manual: poor scope/camera head, poor cv-190, when an integrated scope does not produce endoscopic images, defective printed circuit board, poor printed circuit board, poor low-voltage differential signaling unit, defective printed circuit board -display port flat cable, defective converter, when the camera head /cv front panel connecting scope does not produce endoscopic images, poor printed circuit board , poor printed circuit board, defective rear board, poor printed circuit board -display port flat cable, defective converter, poor scope cable, poor clv-190, and/or poor light source cable. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned and evaluated. Correction to g2: health professional, was inadvertently not selected on the initial report. The subject device was returned and evaluated, where the reported malfunction was confirmed. No image with severe noise was confirmed, due to a faulty printed circuit board. In addition, the following non-reportable malfunctions were found, during the device evaluation: dust inside the unit, wire found deformed. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct h6 codes after device return and investigation.

Event description:
The olympus representative reported (on behalf of the customer) that in preparation for a diagnostic endoscopy procedure, the evis exera iii video system center was being used with the 150/180 series scope and the image was appearing with horizontal lines. There was too much flickering, making it difficult to see the image. The intended procedure was completed successfully with a similar device. A five-minute delay in the procedure was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. When additional information becomes available, this report will be supplemented accordingly.